Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon was able to press the green button and squeeze the handle, there was a stream of staples on both sides, but section has an incomplete staple line on more than 3/4 cm. There was a perforation/tissue damage at the top near the left pillar of the stomach near the esophagus. The surgical time was extended for more than 30 minutes. The surgeon manually sutured the damage near the esophagus then fibroscopy for drainage was also done by pigtail draining then patient was subjected to 2 months of fasting. Endoscopic drainage and extended antibiotic therapy was provided. Patient experience extended hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: visual inspection of the returned product noted that the reload was fully fired and attached to the device. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The reload was loaded into the returned listed instrument for functional testing. The interlock was overridden and the reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon was able to press the green button and squeeze the handle, but the device simply cuts the tissues without deploying the staples, causing damage to the stomach. The procedure was extended for more than 30 minutes. The surgeon had to suture over stomach to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photos noted the reload was fully fired. Staple pushers were visible at the 0cm cut line. No visual abnormalities were observed in any of the returned photos. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon was able to press the green button and squeeze the handle, there was a stream of staples on both sides, but section has an incomplete staple line on more than 3/4 cm. There was a perforation/tissue damage at the top near the left pillar of the stomach near the esophagus. The surgical time was extended 40 minutes. The surgeon manually sutured the damage near the esophagus then fibroscopy for drainage was also done by pigtail draining then patient was subjected to 2 months of fasting. Endoscopic drainage and extended antibiotic therapy was provided. Patient experience extended hospitalization for 2 days.